Event description:
The pt experienced a return of symptoms. The symptoms were seizures, vomiting, and a return of spasticity. This return of symptoms began following an MRI on (B)(6) 2011. The pt's pump was checked following the MRI and no issues with the pump were noted. The medication being delivered via the device system at the time of the event was not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4)